Event description:
It was reported that one of the ports of two (2) exactamix 2400 valve sets was causing air in the fluid pathway; leaking from port 5 and affecting port 6 causing it to make bubbles. The issue occurred compounding with total parenteral nutrition (tpn) in the clean room. To resolve this issue, port 5 was passed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.